Manufacturer narrative:
Latest update notes the device was explanted. However, the explant date with outcome remains unnoted. As of the time of this MDR writing, the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows for impella 5.5 with smartassist system: section general patient care considerations - ¿assess access site for bleeding and hematoma.¿ section potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device prior to impella 5.5 escalation and impella rp flex implantation for bipella mechanical circulatory support (mcs). Approximately one day after start of the bipella support, fluid boluses were given for suction alarm. The next day (overnight) the nurse called the emergency call center for assistance with impella 5.5 intermittent suction alarm at p-8 which resolved at p-7. Pulmonary artery and central venous pressures were not available. The nurse reported the physician verified the position and stated right heart shows improvement. The inferior vena cava was not dilated via point-of-care ultrasound. The physician ordered fluids and a unit of blood product. 1l difference between the rp flex and 5.5 flows was noted. Additionally, later this day, the impella 5.5 access site was noted bleeding. The patient received one unit of packed red blood cells, the dressing was change and a safeguard compression device was placed over site. The following day bipella support ended as the impella rp flex was explanted. The patient continued on impella 5.5 mcs.

Manufacturer narrative:
Additional information was received and noted the impella 5.5 device was explanted after a total of approximately six days of mechanical circulatory support. The device was successfully weaned with a survived patient outcome. Based on the additional information d6b was updated accordingly. E1 added zip code extension as it was omitted from the initial report that was submitted. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed, the cause of the injury was not determined since product was not returned and insufficient clinical details provided. H6 investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.